Event description:
IV kcl infusion hung on secondary line. It was noted to be going in too quickly. The kcl was going in backwards into the main line. Both main line and secondary tubing were changed.